Event description:
The facility rep reported a device with a condition of "channel select button works intermittently". This event occurred before use. There was no pt injury or medical intervention necessary according to the hosp rep. No additional info is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A f/u report will be filed upon completion of the evaluation, or if any additional details become available. This issue is currently being investigated.